Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) the full lead was returned and analyzed. The guide tooth is damaged and the helix will not extend. Also noted the distal conductor distorted and blood was in/on helix/lobe mechanism.

Event description:
It was reported that during the implant procedure, leads (B) (4) and (B) (4) had positioning/fixation difficulties, and the helix would not extend or retract properly.